Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the dis150, disposable marked spring tip guidewire, was being used during an edg dilation on (B)(6) 2022 when it was reported,¿physician described using cleanguide guidewire during a dilation case, and the guidewire kinked while in the rigid dilator in the patient's esophagus. Intra-op.¿. The procedure was completed with a 5-minute delay using an alternate device. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Event description:
The sales representative reported on behalf of the customer that the dis150, disposable marked spring tip guidewire, was being used during an edg dilation on (B)(6) 22 when it was reported,¿physician described using cleanguide guidewire during a dilation case, and the guidewire kinked while in the rigid dilator in the patient's esophagus. Intra-op.¿. The procedure was completed with a 5-minute delay using an alternate device. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not being returned and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. There are 6 complaints for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 11 complaints, regarding 34 devices, for this device family and failure mode. During this same time frame 49,080 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0007. Per the instructions for use, the user is advised that the guidewire should not be advanced if resistance is met without determining the cause and taking remedial action. This issue will continue to be monitored through the complaint system to assure patient safety.